Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During trial phase of the operation, the trial itself was broken the head part of the holder was broken during nailing of acetabular shell trial.

Event description:
During trial phase of the operation, the trial itself was broken. The head part of the holder was broken during nailing of acetabular shell trial

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis: "the universal impactor/positioner with fracture. On visual examination, the fracture was observed through the striker plate at the end of the handle. Also the v40 trial head. The fracture surface of the striker plate remaining in the impactor/positioner, with the pellet material. The outer surface of the striker plate with impact damage observed indicating extensive use.". Material analysis: a material analysis was performed and concluded the following: "review of the universal impactor/positioner and the v40 trial head confirmed fracture to both devices. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture through the striker plate of the impactor/positioner due to brittle overload. Characterisation of the v40 trial head using stereo microscopy confirmed brittle fracture. No manufacturing or material related defects were observed on the device surfaces examined.". Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the provided lot ID was invalid. Complaint history review: could not be performed as the provided lot ID was invalid. Conclusions: it was reported that the impactor and trial head broke during surgery. The devices were returned for evaluation and a material analysis was performed. The material analysis concluded the following: "review of the universal impactor/positioner and the v40 trial head confirmed fracture to both devices. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture through the striker plate of the impactor/positioner due to brittle overload. Characterisation of the v40 trial head using stereo microscopy confirmed brittle fracture. No manufacturing or material related defects were observed on the device surfaces examined." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.